Event description:
It was reported that a liner tear occurred. Vascular access was obtained via the right groin. A 15f isleeve introducer sheath was introduced into the patient over a non-bsc wire. During advancing, a small tear in the liner of the 15f isleeve introducer sheath was noted under fluoroscopy. The liner tear appeared to be several millimeters in diameter 3-4cm from the distal tip of the 15f isleeve introducer sheath. The 15f isleeve introducer sheath was removed and exchanged for a new 15f isleeve introducer sheath that was inserted into the patient without incident. No patient complications occurred.

Manufacturer narrative:
The returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. The sheath is kinked in two locations along the shaft; one at 5.4cm from the distal tip and the other one 16.5cm from the distal tip. Two of the seams are completely expanded and one seam is starting to expand as expected with device usage. The tip is damaged and torn.

Event description:
A liner tear was noted to have occurred on a 15fr isleeve introducer. After gaining vascular access in the right groin, a 15fr isleeve introducer sheath was inserted into the patient over a non bsc wire. In the process of advancing the introducer, it was noted under fluoroscopy that a small tear in the liner of the sheath occurred. This tear was approximately several mm in diameter 3-4 cm from the distal tip of the introducer sheath. This sheath was removed and exchanged for a new sheath and executed without any adverse incident. No patient complications resulted.